Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a couple days ago, their bladder went nuts and they had to pee like every 15 minutes. The patient stated they went to check their implant and they saw that the therapy was off. Patient stated they hadn't turned the therapy off so they didn't know how that happened. Patient services asked the patient if they thought maybe their ins battery had died at some point recently and they just never turned it back on after charging the ins back up and the patient stated "no," that they'd never let the ins battery go below 30% in the past and that it hadn't died. Patient stated they'd recently gone out of the country and the last they charged the ins it was at 80% charge and they charged it up to 100%. Patient services reviewed with the patient that it was unlikely for the therapy to turn off on its own but noted to the patient they would document the event and reviewed with the patient to follow up with their healthcare provider (hcp) about the situation. Patient continued their report, that at the time they connected to their settings and saw the ins was off, it had been a while since they connected to their settings and noted they hadn't worked with the communicator in a month. Patient stated they turned the therapy back on and when it came on, it went up to 2.8 ma and the patient nearly jumped out of their seat. Patient confirmed that they were able to decrease the stimulation back down to 1.7 or 1.8 ma which was comfortable again and it seemed to start working for their symptoms but they wanted to increase the stimulation a little higher because they were still having symptom issues but when they tried to increase the stimulation again, they got a message that said the system was operating at maximum settings and they couldn't increase. Patient stated it would only let them decrease and once they decreased, they couldn't get the stimulation level back up again. Patient services asked the patient if they had any recent falls or traumas that led to the issue, but the patient denied having any. Patient services reviewed the meaning of the message with the patient and redirected the patient to follow up with their managing health care provider (hcp) to further address the issue. Patient stated they already had an appointment scheduled with their hcp on wednesday ((B)(6)2025) so they would follow up with the hcp at that time. Patient also mentioned that every time they turned on their handset, it would say "system reboot now" and they would press the side button and it would finish rebooting and the device would come back to normal. Patient wanted to know if the maximum settings message had something to do with that. Patient services reviewed the meaning behind the message. Patient confirmed they had the wallet case with the rubber straps that came over the buttons on the upper right-hand corner of the handset. Patient services reviewed best practices for the elastic of the case on the upper right hand corner. Patient to try leaving the rubber strap off the upper right hand corner of the handset from now on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the cause of the therapy being off was not determined. In an effort to resolve the issue, the hcp stated the patient was scheduled to have their system interrogated by a manufacturer representative (rep). The issue had not yet been resolved. The hcp stated the cause of the maximum settings message was unknown, and the most likely cause was unknown. In an effort to resolve the issue, the patient was scheduled to have their system interrogated by a rep on (B)(6) 2025. The issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that no new information was obtained about the cause., steps taken, and resolution of the patient's issues after their system was interrogated on (B)(6) 2025. The hcp did however note new information regarding the cause of the therapy being off. They noted that the likely cause of this issue was ""patient inadvertently turned off device." The steps taken were noted as being "patient was seen in the office (B)(6) 2025 by [manufacturing] representative." The hcp reported that this issue has been resolved. The hcp also noted that the cause of the stimulation going up to 2.8ma when therapy was turned back on was not determined and no likely cause of the issue was given. The hcp noted the steps taken to resolve this issue as being "patient was re-educated on use of [their] device on 2025-mar-06." The issue was reported as being resolved. The hcp indicated that the cause of the maximum settings message was unknown and no likely cause of this issue was noted. The steps taken were noted as being "patient was re-educated on [their] device and how it works in office on (B)(6) 2025. Patient has bene instructed to contact office with any issues or concerns." It was not reported if this issue had been resolved.